Manufacturer narrative:
Ppat sensor was failed, servo module was replaced. Device works as intended. Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: 'the hamilton g5 cannot adjust the ppat zero in test software while preventive maintenance. After exchange of servo module, device can adjust the ppat zero and full calibration was performed."

Manufacturer narrative:
Ppat sensor was failed, servo module was replaced. Device works as intended.

Event description:
Hamilton medical ag received the following incident description: 'the hamilton g5 cannot adjust the ppat zero in test software while preventive maintenance. After exchange of servo module, device can adjust the ppat zero and full calibration was performed."